Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoviewhempro vh-3500 jaws locked up. There was no patient involvement. Photos provided by complainant show the jaws of the device in an open position with evidence of use as the metal wire looked slightly blackened.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: h6, h11. The device was returned to the factory for evaluation on 08/08/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The jaws were observed in an open state. There were no visual defects observed on the intact heater wire or the intact gray silicone insulation on both the cold and hot jaws. An investigation was conducted on 08/20/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or the intact gray silicone insulation on both the cold and hot jaws. The jaws were observed to be an open state. The blue toggle was manipulated to close the jaws. The jaws closed with no visual or physical difficulties observed. The toggle was manipulated to open the jaws. The jaws were able to be opened with no physical or visual difficulties observed. Based on the returned condition of the device as well as the photographic evaluation, the reported failure "mechanical problem- jaws" was not confirmed. The lot#: 3000381620 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.